Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed two driveline disconnect events. The controller event log file contained data from (B)(6) 2021. On (B)(6) 2021 at 12:41:47 the driveline was disconnected, and the pump stopped. At 12:42:09 the driveline was reconnected, and the pump restarted. At 12:42:59 the driveline was again disconnected, and power was disconnected from the controller, which appeared to be associated with the reported controller exchange. The log files appeared to capture the pump operating as intended. The account reported that the patient exchanged the system controller at home due to unresolvable power cable disconnect alarms. There was reportedly no adverse impact to the patient and the patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline all system controller alarms as well as the appropriate actions associated with them and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was unable to silence power cable disconnect alarms after changing batteries/clips from their black power cable on (B)(6) 2021. The patient changed to their backup controller at home with no adverse health impact. They were then provided with a new backup controller. The reported alarm was a yellow wrench alarm. It was reported on (B)(6) 2021 that there was a driveline disconnect and subsequent pump stop. Related manufacturer report number: 2916596-2021-05119.